Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cable connecting the distribution node to the rear therapy electrodes was pulled from strain relief, and the trunk cable was severed and missing, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt was unable to complete incoming functionality testing.